Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.00/1.0/130 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. The lens was explanted on an unknown date. A replacement lens of shorter length and similar power was implanted on an unknown date. To date it is unknown if the vault was resolved with the replacement lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3-device evaluation: lens returned in a vial inside liquid. Visual inspection found optic torn and haptic torn. Dimensional inspection found the lens to be within specifications. (B)(4).